Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure (uterus)"), uterine perforation ("perforation (uterus)"), abdominal pain ("abdominal pain"), intra-abdominal haemorrhage ("severe abdominal bleeding"), pregnancy with contraceptive device ("became pregnant") and complication of pregnancy ("pregnancy with complications") in an adult female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude fallopian tubes" in (B)(6) 2016 and device monitoring procedure not performed "essure confirmation test not done". In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), dysmenorrhoea ("severe menstrual cramping"), dyspareunia ("dyspareunia,") and headache ("headaches"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems/changes") and urinary tract disorder ("bladder or urinary problems/changes"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia,"), mood swings ("mood swings"), irritability ("irritability") and nausea ("nausea"). In (B)(6) 2015, the patient experienced rash pruritic ("itchy skin rash on arms and legs"). In (B)(6) 2016, the patient experienced complication of pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) with pelvic pain, abdominal pain (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("lower back pain"), cyst ("cysts"), alopecia ("hair loss"), fungal infection ("frequent yeast infections") and weight decreased ("weight loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device expulsion, uterine perforation, abdominal pain, intra-abdominal haemorrhage, pregnancy with contraceptive device, abdominal pain lower, complication of pregnancy, back pain, migraine, dysmenorrhoea, cyst, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, alopecia, mood swings, irritability, fungal infection, headache, nausea, rash pruritic and weight decreased outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, complication of pregnancy, cyst, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, headache, intra-abdominal haemorrhage, irritability, menorrhagia, migraine, mood swings, nausea, pregnancy with contraceptive device, rash pruritic, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results: on 28-oct-2016 : transabdominal obstetric ultrasound : impression: single viable intrauterine pregnancy of 23 weeks, 3 days estimated menstrual age, in breech presentation with posterior placenta and normal amniotic fluid volume. Most recent follow-up information incorporated above includes: on 12-mar-2018: follow up 1 and 2 processed together : medical records and plaintiff fact sheet received : the product and patient information updated. The events "abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems/changes, dysmenorrhea, dyspareunia, failure to occlude fallopian tubes, hair loss, hormonal changes (mood swings and irritability), infection (frequent yeast infections and utis), migraines/headaches, migration of essure (uterus), nausea, pain, perforation (uterus), pregnancy (with complications), rashes or skin conditions (itchy skin rash on arms and legs), tubal ligation, surgery (removal of ovarian cyst), weight loss" added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), intra-abdominal haemorrhage ("severe abdominal bleeding") and pregnancy with contraceptive device ("became pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("lower back pain"), migraine ("migraines"), dysmenorrhoea ("severe menstrual cramping") and cyst ("cysts"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2017, had a hysterectomy). At the time of the report, the abdominal pain, intra-abdominal haemorrhage, pregnancy with contraceptive device, abdominal pain lower, back pain, migraine, dysmenorrhoea and cyst outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, cyst, dysmenorrhoea, intra-abdominal haemorrhage, migraine and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic inflammatory disease ('pid'), abdominal pain ('abdominal pain'), intra-abdominal haemorrhage ('severe abdominal bleeding'), pregnancy with contraceptive device ('pregnancy (with complications)') and ovarian cystectomy ('removal of ovarian cyst') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude fallopian tubes" in (B)(6)2016 and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included genitourinary chlamydia infection. Concurrent conditions included ovarian cyst (absent by time of surgery), vaginitis, uvulitis, vulvovaginitis and menstruation irregular. Concomitant products included ascorbic acid;calcium gluconate;cupric carbonate, basic;cyanocobalamin;ergocalciferol;ferrous sulfate;manganese chloride;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine (prenatal), calcium carbonate (oyster shell calcium), clotrimazole, ferrous sulfate, fluconazole, folic acid, loratadine, metoclopramide, metronidazole and nitrofurantoin. In (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced migraine ("migraines"), dysmenorrhoea ("severe menstrual cramping"), dyspareunia ("dyspareunia,") and headache ("headaches"). In (B)(6)2014, the patient experienced bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), fungal infection ("frequent yeast infections") and urinary tract infection ("infection (bladder/urianry/ vaginal)type: urinary tract infection"). In december 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia,"), mood swings ("mood swings"), irritability ("irritability") and nausea ("nausea"). In (B)(6)2015, the patient experienced alopecia ("hair loss") and rash pruritic ("itchy skin rash on arms and legs"). In (B)(6)2015, the patient was found to have weight decreased ("weight gain/loss-weight loss"). On (B)(6)2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure (uterus)"), abdominal pain lower ("cramping") and back pain ("lower back pain") and underwent ovarian cystectomy (seriousness criterion medically significant). The patient was treated with surgery (to remove ovarian cyst). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic inflammatory disease, abdominal pain, intra-abdominal haemorrhage, pregnancy with contraceptive device, ovarian cystectomy, device expulsion, abdominal pain lower, back pain, migraine, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, alopecia, mood swings, irritability, fungal infection, headache, nausea, rash pruritic, weight decreased and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, headache, intra-abdominal haemorrhage, irritability, menorrhagia, migraine, mood swings, nausea, ovarian cystectomy, pelvic inflammatory disease, pregnancy with contraceptive device, rash pruritic, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion dates- (B)(6)2014 and (B)(6)2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. On (B)(6)2016 : transabdominal obstetric ultrasound : impression: single viable intrauterine pregnancy of 23 weeks, 3 days estimated menstrual age, in breech presentation with posterior placenta and normal amniotic fluid volume. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Reporters information updated. Events: urinary tract infections were added. Concomitant drugs were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic inflammatory disease ('pid'), intra-abdominal haemorrhage ('severe abdominal bleeding'), pregnancy with contraceptive device ('pregnancy (with complications)') and ovarian cystectomy ('removal of ovarian cyst') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude fallopian tubes" in (B)(6) 2016 and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included genitourinary chlamydia infection. Concurrent conditions included ovarian cyst (absent by time of surgery), vaginitis, uvulitis, vulvovaginitis and menstruation irregular. Concomitant products included calcium carbonate (oyster shell calcium), clotrimazole, ferrous sulfate, fluconazole, folic acid, loratadine, metoclopramide, metronidazole, minerals nos;vitamins nos (prenatal vitamins) and nitrofurantoin. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), dysmenorrhoea ("severe menstrual cramping"), dyspareunia ("dyspareunia,") and headache ("headaches"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems/changes"), urinary tract disorder ("bladder or urinary problems/changes"), fungal infection ("frequent yeast infections") and urinary tract infection ("infection (bladder/urianry/ vaginal)type: urinary tract infection"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia,"), mood swings ("mood swings"), irritability ("irritability") and nausea ("nausea"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and rash pruritic ("itchy skin rash on arms and legs"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain/loss-weight loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), device expulsion ("migration of essure (uterus)"), abdominal pain lower ("cramping"), back pain ("lower back pain") and fatigue ("fatigue"), underwent ovarian cystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove ovarian cyst). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic inflammatory disease, intra-abdominal haemorrhage, abdominal pain, pregnancy with contraceptive device, ovarian cystectomy, device expulsion, abdominal pain lower, back pain, migraine, dysmenorrhoea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, alopecia, mood swings, irritability, fungal infection, headache, nausea, rash pruritic, weight decreased, urinary tract infection, fatigue and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, headache, hormone level abnormal, intra-abdominal haemorrhage, irritability, menorrhagia, migraine, mood swings, nausea, ovarian cystectomy, pelvic inflammatory disease, pregnancy with contraceptive device, rash pruritic, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in insertion dates- (B)(6) 2014 this is a mother case linked to (B)(4) -child case. Discrepancy noted: now reported pregnancy ¿ birth no complications (as written per ppf, please note discrepancy) previously reported pregnancy with complication. Received treatment for pain, bleeding, allergy, other injuries/sympt : yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. On (B)(6) 2016 : transabdominal obstetric ultrasound : impression: single viable intrauterine pregnancy of 23 weeks, 3 days estimated menstrual age, in breech presentation with posterior placenta and normal amniotic fluid volume. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Event : fatigue, hormonal changes were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.